Event description:
It was reported that a doctor found the tip of a cartridge to be deformed, crushed by a strong impact from outside during use of an intraocular lens (iol) after setting. Fragments of cartridge were observed at the rear side of the lens which according to the doctor, they may be metal fragments because they reflect the light. The lens was implanted, and the postoperative visual acuity is good. No patient injury or health damage was reported. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Email address: unknown/not provided. Telephone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA (B)(4). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 5, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was returned with cartridge tip damage. No additional defects or assembly issues were observed before and after disassembling the handpiece device. The device was thoroughly inspected for the alleged fm observed in the video but was confirmed to not be returned in the device and therefore no further evaluation could be performed on the alleged fm. A customer provided video which was reviewed. It was determined that "a 3 minute with 4 seconds video showing the intraocular lens implantation of an iol claimed to be a tecnis eyhance optiblue with simplicity model dib00v. It can be observed the cartridge tip deformed during iol insertion. I few seconds after it can be observed in the video 2 dark particles, 1 in the lens (that seems to be partially attached to the iol surface) and the second one in the cartridge tube. The second one seemed to remain in the cartridge by the time of the device withdrawal from the corneal incision, therefore, it did not reach the intraocular space. At minute 1 with 40 seconds, the particle initially observed in the intraocular space appears to be located in the posterior surface of the iol and near to the lens optical center. At minute 2 with 34 seconds, the referred particle was removed through irrigation/aspiration. The root cause of the reported device delivery issue as well as its potential clinical impact to the patient cannot be determined from a video assessment. The complaint issue "dc-foreign material : loose and dc-cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.